Manufacturer narrative:
The explanted electrode was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received new information about this patient and subcutaneous implantable cardioverter defibrillator (s-ICD) system. In (B)(6) 2016 this electrode was implanted and the device was reactivated following a revision due to infection. Now, in (B)(6) 2017, the device and the new electrode were explanted due to another infection. No additional adverse patient effects were reported.